Manufacturer narrative:
Correction: h6 - please remove code 24 from the investigation conclusion section of initial report as it was inputted by error.

Event description:
Reported false negative sars result for 1 symptomatic consumer. The consumer communicated the result was confirmed positive by another rapid antigen assay. An additional consumer event was also communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.